Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen in the tubing. The customer's blood glucose level was 336 mg/dl. Customer was able to load a new cartridge to resolve the issue. In addition, it was reported that the customer could not install two different cartridges. Customer was eventually able to load a cartridge and resume insulin delivery.